Event description:
The patient came into office with a bloody drainage from pocket. Patient had a pocket hematoma and was admitted to the hospital for device pocket hematoma revision and drainage. Patient under went surgery on (B)(6) 2015 without any complications. This is all of the information that was provided to us. Should additional information be provided, this file will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.